Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the paper tray was broken, the cable of the stylus had a deep cut with the overall shielding visible, the media door bay was broken, the cooling fan was worn out and an error was found in the update history. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.